Manufacturer narrative:
Continuation of d10: 407652 leads, implanted (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range (oor) low pacing impedance. Lead trends were low but stable. The rv lead remains in use. It was further reported that inappropriate shocks were delivered for episodes detected as ventricular tachycardia (vt), but suspected to be sinus tachycardia. Review of a remote monitoring transmission indicated retrograde conduction precipitated by a premature ventricular contractions (pvc). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.